Event description:
The following was reported to hamilton medical ag: alarm 233001 (pvent_monitor autozero failed) , 232002 (pvent_monitor defect). Into service software find "binary valve test failed" and "auto zero vent test failed". After exchange new "pressure sensor" this ventilator can use to be normally. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).